Event description:
Customer reported the insulin pump screen was not functioning properly. Customer reported she was hiking and it started to rain so the device got wet. Customer does not recall her blood glucose level at the time of event. Current blood glucose was over 300 mg/dl, treated with the device. Customer reported fluids are located under the lcd display. Customer stated the insulin pump also had blue spots under the screen. The device was not dropped or bumped. Customer stated the screen was cracked and that was probably how the water got under the screen. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on electronic assembly. Unable to perform displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test due to blank display. The device was received with cracked and bleeding lcd glass, minor scratched display window, cracked display window corner and cracked reservoir tube lip.